Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 ,-11.5/2.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. The patient experienced a low vault. Intraoperatively the lens was removed and replaced with a longer length lens and the problem resolved. The cause of the event was reported as unknown.